Event description:
It was reported that a patient with neuropathic diabetes suffered a tibial shaft fracture after a low energy fall on an unknown date. Fracture was fixed with tn-advanced tibial nail with 4 screws. At 6 weeks post surgery, the patient developed severe pain over the great toe extensor tendon and anterior ankle prominence. Upon x-ray, it was noted that one distal locking screw was backing out of the nail. This report involves one unk - screws: nail distal locking. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of event: only the event year is known. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. This report is for an unknown screws: nail distal locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. A manufacturing record evaluation cannot be performed due to lot number being unknown. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that unk - screws: nail distal locking had a nail and screw system is visible at the tibia left with signs of bone fracture, and one of the distal screw was observed migrated/backout from original position. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for unk - screws: nail distal locking. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.